Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by MRI. In addition, the patient reported feeling discomfort in her left breast. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 11/06/2019, the mentor failure analysis lab received the device for evaluation. On 11/21/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced pain and a rupture in the breast implant. During visual inspection of the device, it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: the patient had only her left breast prosthesis removed on (B)(6) 2019 and it was replaced with another mentor memorygel breast implant 325cc gel breast prosthesis. The patient fell on her chest. Patient reported feeling pain in her right breast. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. Patient code 2348 ¿injury¿ has been added to this event. Manufacturer¿s reference number: (B)(4).